Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) has been completed. The reported problem (unable to charge battery) has been confirmed. Upon investigation, the battery charger/modem was unable to charge a battery pack. The cause for the failure was contamination on the battery pca, a shorted d2 diode, and a shorted u13 cmos flash microcontroller on the bedside pca. The damage to the diode and microcontroller was caused by the contamination. The root cause for the contamination was ingress of an unknown liquid. A patient safety alert was mailed to active patients on (B)(6) 2017 as a reminder to not expose the lifevest electronic components to liquids. No adverse event resulted from the defective battery charger. Device evaluation of battery sn (B)(4) has been completed. The reported problem (unable to hold a charge) was confirmed. As received, the battery was unable to power on a monitor or charge. The battery had a broken thermistor. The root cause for the broken thermistor was unable to be positively identified. No adverse event resulted from the defective battery.

Event description:
A us distributor reported that a charger was unable to charge a patient's batteries and that a battery was unable to hold a charge.